Manufacturer narrative:
Patient information is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a glass bottle of foscarnet was infusing as a secondary when the clinician noticed the secondary back flowing into the primary. It was reported that it was unknown by the customer if the air vent was closed prior to spiking the IV bottle. There was no report of patient harm.